Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported he lost a lot of weight his body and spine have been in positions that it hasn't been in a very long time due to exercise. Patient stated that maybe there is a frayed wire, his body goes to 200 volts and his knee buckles and the therapy goes haywire, like electrical storm for over a year. Patient stated he shuts off the ins and turns ins back on after 30 days. The device goes haywire when he is in the pool. Patient stated this issue has been going on for over a year. Patient stated he needs to meet with mdt rep to check the implant. Patient stated he charged the ins and shut the ins off. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.